Event description:
It was reported that after a stenting of the superficial femoral artery through an 8-french procedure sheath, arteriotomy closure of a mildly calcified right common femoral artery was attempted using a perclose proglide device. Reportedly, during deployment, the device was held at an angle of 45-degrees to the longitudinal plane of the artery. When the needle plunger and the device were removed, the suture line was broken. The device was removed and a second proglide device was attempted, but with the same results; when the needle plunger and the device were removed the suture line was broken. The device was removed and a surgical cutdown was performed to surgically suture the vessel to achieve hemostasis. Although the procedure was performed under general anesthesia, the level of anesthesia did not change due to the issues with the devices. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed; analysis of the device indicated a posterior needle-to-cuff miss occurred resulting in a posterior link to posterior cuff detachment. A cuff miss and link detachment have the same appearance and result as the reported suture break. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide device, referenced, is being filed under a separate medwatch manufacturer report number. Reportedly, the proglide devices were deployed in a mildly calcified left common femoral artery. The instructions for use state that the safety and effectiveness of perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site.